Manufacturer narrative:
Additional information: through follow-up the serial number was provided, therefore, the following fields were updated accordingly; section d4: serial number: (B)(4). Section d4: catalog #: zct1000230. Section d4: unique device identifier (UDI #): (B)(4). Section d4: expiration date: 7/3/2022. Section h4: device manufacture date: 7/3/2018. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2020-(B)(6) 2020. Serial number: unknown, information not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient right eye due to decreased visual acuity and residual astigmatism post-cataract surgery. There was no suture, vitrectomy and incision enlargement performed. The replacement lens is a different model, zct150 22.5 diopter iol. Patient was doing fine when discharged post-op. Visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/70. Visual acuity post-op (post-replacement): 20/30 (pow pending). No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.